Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #27 (type 11 bone). Primary stability was achieved. Osseointegration was not achieved. The clinician reports the implant was placed into native bone. The clinician states that the fracture was diagnosed on the post op x-ray. The implant was removed on (B)(6) 2012. Medical history: not reported.